Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification. While trying to do the performance check, the mean airway pressure (map) was fluctuating. There was no pt involvement.